Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. A device can be difficult to remove due to a number of factors including, but not limited to, tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tube set. The return of device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. Review of the device history record for this lot did not produce any findings relevant to this report. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, a lot of resistance was felt during advancement of the thumb advancer. Once put into position the sheath was split; however, something did not feel right and the procedure was aborted. An attempt was made to remove the device using the safety release mechanism and the access ports but were unsuccessful. The device was removed by moving it from side to side. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequela. Though requested, no additional information was provided.